Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low sodium (na) results generated by unicel dxc 600 pro synchron chemistry analyzer. The operator noticed sodium results were drifting low during a routine run. No erroneous results were reported out of the laboratory. There was no effect to the patient or the user.

Manufacturer narrative:
The system is routinely calibrated 3 times a day followed by a qc run. Qc results prior to the event were within the established ranges. After the event the qc results were low. The laboratory temperature is monitored and stable. A bci field service engineer (fse) decontaminated the system. As of (B)(4) 2010, there were no further calls to hotline for the problems.